Event description:
Information received from the field notes high bipolar impedance. The impedance returned to normal values when programmed to unipolar. The physician decided that the lead was crushed. The patient was not pacemaker dependent and did not report any symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received